Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. Unable to perform the excessive no delivery alarm due to prime anomaly.

Event description:
The customer reported that the insulin pump was not giving her the correct dosage of insulin. The blood glucose reading at time of call was 219mg/dl. Troubleshooting was performed, and the alarm history revealed a no delivery alarm. The caller stated while attempting to rewind the piston did stop, and the customer kept rewinding the piston down. No further information was provided.